Manufacturer narrative:
The t:flex cartridge user guide states ¿make sure that insulin is at room temperature before filling the cartridge.¿ the t:flex cartridge user guide states ¿you will need the following: 1 unopened cartridge¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 200 mg/dl. Upon troubleshooting with tandem technical support it was discovered the customer was pre-filling cartridges and storing them in the refrigerator. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.